Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after performing an injection, the safety failed to engage on a bd safetyglide¿ syringe allergist tray with needle. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported after performing an injection, the safety failed to engage on a bd safetyglide¿ syringe allergist tray with needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: customer returned (1) loose 1cc bd allergy syringe without any packaging. Customer states that the serum would not draw into the syringe and was noticed to be pooling at the hub and after injection the safety failed to engage. The returned syringe was tested and was not able to draw properly. The sample was examined under the microscope and exhibited damage to the hub causing an incomplete mating with the barrel tip. The safety mechanism was then tested and was able to activate properly without any observed defects. Sample was forwarded to manufacturing (holdrege) on 25may2018 for further evaluation. Second investigation summary: on 30may2018, holdrege received one (1) loose 1ml, 13mm, 27g bd safetyglide allergist syringe from an unknown batch number. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The hub was subsequently disassembled from the remainder of the syringe in order to evaluate the interior of the hub as well as the barrel tip. The hub flange was noted to exhibit a crack along an edge, as well as the hub core having damage to approximately 1/2 of the circumference. The barrel tip was noted to have slight impact damage around the lip of the tip, presumably correlating with impact and damage to the hub core. Due to the damage to the hub core, there is an increased change that the hub would not seat completely within the barrel tip, resulting in potentially leakage and the pooling described by the complainant. The sample was received with the safety mechanism engaged; no defects noted at this time. Severity: s_1__; occurrence: a complaint history check was performed and the lot number is not coming up in the history for this complaint. Device history record review was completed for batch#: 7332705. All inspections were performed per the applicable operations qc specifications. Syringe assembly: there was one (1) batch of material#: 8365025 (syringe 1.0ml asm 27ga 1/2in sg sm700169) that went into the finished batch#: 7332705: batch#: 7243641 was manufactured 13sep2017 to 22sep2017. Needle lines: there were three (3) batches of material#: 3315aac (needle sf asm 27ga .555in sg orange) that went into the finished batch#: 7332705: batch#: 7258511 was manufactured 18sep2017 to 19sep2017 on needle line 6. Batch#: 7254560 was manufactured 13sep2017 to 14sep2017 on needle line 10. Batch#: 7237509 was manufactured 30aug2017 to 31aug2017 on needle line 10. There were zero (0) notifications noted that pertained to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged hub). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (safety mechanism cannot activate). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
"It was reported after performing an injection, the safety failed to engage on a bd safetyglide¿ syringe allergist tray with needle. There was no report of exposure, serious injury or medical intervention."